Manufacturer narrative:
On 10/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that there was no deflation on the left side. Code anisomastia has been added. The patient had breast hypoplasia and breast asymmetry. The replacement devices were mentor memorygel breast implant 595cc on the left side and mentor memorygel breast implant 535cc on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2020, the device was visually inspected and a a crease was found in the posterior view, in addition a tear was observed in the anterior and extending to the posterior view, measuring approximately 4.5 cm. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor smooth round spectrum 425cc and experienced bilateral deflation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 595cc on (B)(6) 2019 . This medwatch is for the left breast implant.